Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No further tests could be performed due to keypad anomaly. No moisture damage found inside the pump. The insulin pump was also received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 299 mg/dl. The customer stated that the one of the buttons are responding and she has battery out limit error. The customer was asked if she recalls any significant events leading to the keypad issues and she said that humidity and exposed to sweat. The customer was advised that insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.